Event description:
It was further reported that the leads have been explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: fr995-29 aortic valve, (B)(6) 2007; 7121 competitor lead, (B)(6) 2010; d224trk ICD, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient developed bacteremia and vegetation on the leads. The physician planned a laser lead extraction of the leads but was unable to gain access for a temporary lead due to multiple occlusions. The physician determined a temporary lead was necessary so the patient was referred to the operating room for consideration of lead extraction. . Because the patient was/is very sick it was the decision of the physician to just replace the implantable cardioverter defibrillator (ICD) due to normal battery depletion and leave the existing leads implanted. No further patient complications have been reported as a result of this event.